Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary; bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes were used after the expiration date. The following information was provided by the initial reporter. The customer stated: "customer called to see what the impact of using an expired tube would be. He would a document that has the affects of using an expired tube. He stated an expired tube was used. Doe was earlier this month. "